Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, shunt sensor leaked. No patient involvement as this occurred during prime, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 13, 2018. Upon further investigation of the reported event, the following information is new and/or changed: (manufacturer - added fax number), (additional device information - expiration date), (device availability - added date returned to manufacturer), (phone numbers - added fax number), (date received by manufacturer), (indication that this is a follow-up report), (follow-up due to additional information and device evaluation), (device evaluated by manufacturer), (device manufacture date). The returned sample was visually inspected, no anomalies were noted. The returned sample was leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested, and no leaks were noted. The possible root cause for this event may have been the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it may not have been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.